Event description:
Two bmw guide wires were used to access the lesion at the distal cx. When the second bmw guide wire was pushed through the first bmw guide wire, the second bmw guide wire was cut by the edge of the stent. No additional info was available. This is being filed on the returned product evaluation that revealed a separated guide wire.